Event description:
It was reported that approximately 14 months post implantation of a 2.5 x 23mm promus in the mid left anterior descending artery (mlad), the patient experienced angina. On (B)(6) 2011, the patient was hospitalized and a new calcified lesion was found in the proximal lad. The calcification was treated with a rota 2.15mm and then the lesion was stented with a 3.0x15mm promus stent, overlapping the 2.5x23mm promus stent. There was no adverse patient sequela reported and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and stenosis are listed in the promus instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.